Event description:
This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11 on channel b. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this condition interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation by baxter personnel. This condition was caused by a defective air in line printed circuit board. The channel b pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).